Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; crease fold, wear abrasion, deformation, the weight the device within specification and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Physician reported via regulatory agency an intra capsular rupture of the right device. The device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported via regulatory agency an intra capsular rupture of the right device. The device has been explanted.